Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there were intraocular pressure control issues during a surgical procedure. The procedure was completed. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The fluidics module was replaced as a preventive measure and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 5, 2015. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. A fluidics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The fluidics module was connected to a calibrated system for functional testing. The module was found to meet relevant specifications. The system and returned sample were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).